Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced recurrent pulmonary embolism and dvt. Furthermore, it was alleged that the patient was put on lifetime anticoagulation therapy and experienced severe pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after five years and seven months the patient was diagnosed with left lower extremity deep vein thrombosis with subsequent pulmonary embolism. Subsequent, computed tomography showed an acute deep pelvic vein thrombosis involving the left iliac venous system extending till the ivc and the deep vein thrombosis extended 2.7 cm superior to the filter, subsequently a computed tomography shows the presence of ivc. Patients also suffers from abdominal pain. There was no device deficiencies were identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, d4 (expiry date: 10/2011), d11, g4, h4 (manufacturing date: 10/2008). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient underwent deployment of an inferior vena cava (ivc) filter for pulmonary embolism prophylaxis following surgery and a high risk for anticoagulation. Access was gained via the right internal jugular vein and the ivc filter was deployed below the renal veins just below the inferior end plate of l2 and within the lower inferior vena cava. Approximately five years and eight months post ivc deployment, a CT scan of the pelvis showed a deep vein thrombosis extending into the inferior vena cava and extending approximately 2.7 cm superior to the top aspect of the ivc filter. Patient was hospitalized for four days for treatment. Patient was placed on long term lovenox. The current condition of the patient and that of the filter is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years and eight months post ivc deployment, a CT scan of the pelvis showed a deep vein thrombosis extending into the inferior vena cava and extending approximately 2.7 cm superior to the top aspect of the ivc filter. Therefore, it can be confirmed that the patient experienced clot above the filter post deployment. However, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2011); (manufacturing date: 10/2008). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced recurrent pulmonary embolism and dvt. Furthermore, it was alleged that the patient was put on lifetime anticoagulation therapy and experienced severe pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.